Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the screen doesn't work.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Lcd pcb no display. Complaint was confirmed. The underlying cause is lcd pcb no display. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the screen doesn't work.